Event description:
It was reported that patient was placed under local anesthesia for medium and long catheter placement on (B)(6) using a peripherally cannulated central venous catheter, and when the medium and long catheter was maintained on (B)(6) 2024, it was found that the central venous catheter with peripheral cannulation could not be closed and did not play a fixed role, and the peripheral cannulation central venous catheter was replaced and used normally. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
File reviewed and it was determined that a reportable event had not occurred. The device was unable to be used on the patient, this event is detectable by the clinician during initial use because it renders the device unusable. A new device is required for catheter securement. This event does not pose an incremental risk of harm to the patient. File will be downgraded from reportable to not reportable.

Event description:
It was reported that patient was placed under local anesthesia for medium and long catheter placement on (B)(6), using a peripherally cannulated central venous catheter, and when the medium and long catheter was maintained on (B)(6) 2024, it was found that the central venous catheter with peripheral cannulation could not be closed and did not play a fixed role, and the peripheral cannulation central venous catheter was replaced and used normally. No other information was provided.